Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon radiopaque marker band was allegedly dislodged at the proximal end of the balloon. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size was printed on the balloon hub of the catheter and identified the returned sample as a 5mm x 4cm balloon. The balloon did not appeared to have been previously inflated. The catheter was kinked throughout its length. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. The marker bands were visible underneath the balloon fibers. The distal marker band was located on the proximal end of the balloon, indicating that one or both of the marker bands were not in the correct location. No other anomalies were observed. The balloon was examined via x-ray imaging prior to functional testing. The images attached shows both marker bands present on the catheter. Functional/performance evaluation: the balloon was cut using a razor in order to visualize the marker bands. The proximal marker band was located 5.3cm from the distal tip and the distal marker band was located 4.0cm from the distal tip. The distance between the marker bands was measured to be 1.3cm, indicating that one or both of the marker bands were not in the correct location. The proximal marker band did not appear to have moved on the catheter. The marker bands were examined under microscopic magnification (12x) and the distal marker band was observed to be slightly flattened, indicating that the marker band may have been subjected to excessive force. The impressions of the distal dislocated marker band was located on the polyimide and glue residue was present at the impression. This indicates that the marker band was glued to the polyimide before it dislodged. The distance between the proximal marker band and the distal marker band impression was measured to be 4.0cm. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for the distal marker band dislodging from its original location. The distal marker band was flattened in appearance, indicating that excessive force may have contributed to the marker band dislodging from its original location. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the dislodgement of the distal marker band. The event is likely not manufacturing related as a 100% verification for the marker band placement is performed. Labeling review: the current dorado pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon radiopaque marker band was allegedly dislodged at the proximal end of the balloon. Reportedly, another balloon was used to complete the procedure. There was no retraction issues reported during the procedure. There was no reported patient injury.